Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. However, corroded keypad traces were noted. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to rain. Customer's blood glucose reading at the time of the call was 122 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.